Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf catheter and the patient experienced an esophageal fistula that resulted in death. The patient died in another hospital from an esophageal fistula after an ablation on (B)(6) 2026. A thermocool smarttouch sf catheter was used with a posterior ablation index of 400. A repvi (redo - pulmonary vein isolation) with posterior box was ablated. Additional information was received. The physician's opinion on the cause of the adverse event is the esophageal fistula after ablation. Modalities used to prevent esophageal injury included a thermocool smarttouch sf catheter with posterior tag index of 400. No esophageal probe. The settings for power and time were 45w, max 30 sec. No error messages observed on biosense webster equipment during the procedure.